Manufacturer narrative:
The investigation determined that non-reproducible vitros phyt results were obtained from a single patient sample using two vitros 5600 integrated systems. A likely assignable cause for the discordant vitros phyt results could not be determined, however, a sample matrix issue related to the affected patient cannot be ruled out, as the issue was isolated to one patient sample. In addition, pre-analytical sample processing could not be ruled out as a contributing factor. Cellular debris, due to poor sample preparation, may have been present in the affected sample, although this could not be confirmed. There was no indication of a vitros phyt reagent and vitros 5600 system issues during the event. The definitive assignable cause for the event is unknown.

Event description:
The customer observed multiple, non-reproducible vitros phyt results obtained from a single patient sample processed on two vitros 5600 integrated system and the results breached vitros phs criteria when compared to the results obtained on a non-vitros method: vitros j1: patient 1 phyt: 81.4, 61.6 and 51.0 umol/l versus expected non-vitros 247.0 umol/l. Vitros j2: patient 1 phyt: 154.0 umol/l versus expected non-vitros 247.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant, non-reproducible vitros phyt results associated with patient 1 were not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).